Event description:
It was reported that the night after implant, the patient experienced a short pause and syncope, but thresholds were okay in several patient orientations. An xray was done, and did not show dislodgement. Several days later, the patient was admitted to the emergency department with loss of capture in the right ventricle even at maximum output. It could not be determined if the event was due to the device or the lead, so both were replaced. It was noted that the lead was damaged during explant. No further patient complications were reported as a result of this event.